Event description:
It was reported that prior to use, the balloons on seven arterial embolectomy catheters were noted to have holes in them when inflated. It was stated that the surgeon was concerned and has a bunch of experience with these catheters, so the customer felt that it was not user error. The only troubleshooting was to get another catheter however, the tech stated that as she inflated the balloon with fluid there were multiple pin holes in the balloon. There was no patient injury. The exact date of the event is unknown. This report is for sample 3 from lot 63669378.

Manufacturer narrative:
Our product evaluation lab received one model 120804f embolectomy catheter. The balloon was found to be ruptured between the windings. The latex edges did not appear to match at the ruptured region. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. See specification table. No other visible damage was observed from the catheter body and windings. The through lumen was patent without any leakage or occlusion. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a balloon issue was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. As part of the manufacturing process controls, 100 percent of the units go through a balloon winding and visual inspection. The units should not have bends, wrinkles, cuts, contamination, stains, deterioration, discoloration, or ripples. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone.